Event description:
Patient came in to clinic for malfunction of glucometer. We ran a troubleshooting for defective meter or glucose test strips. The malfunction was patient's glucose test strip that were out of range, results 506 mg/dl. Received new glucose test strips from pharmacy, checked new glucose test strip and they were within rage. FDA safety report ID# (B)(4).